Event description:
On (B)(6) 2013, I had an ap resection surgery to remove a tumor and effected organs, due to adenocarcinoma of the rectum, after an 8 week course of radiation and chemotherapy. While still recovering from surgery in the ICU I developed complications involving my digestive system, began vomiting bile, dangerous drop in potassium level, to name a few. Apparently lifecell strattice porcine surgical mesh was used during the surgery and failed, though we did not find out the cause of complications till a month later, which required emergency abdominal surgery to remove, what could be removed, of the mesh, lysis of adhesions, and undoing the bowel blockages which developed. On (B)(6) 2013, I was admitted for the emergency surgery via the emergency room, after a CT was finally done which indicated several bowel blockages and adhesions.